Event description:
It was reported that a biventricular assist device (bivad) patient started coughing. Right ventricular assist device (rvad) flows were 4.5 liter per minute (lpm) and dropped to zero post coughing. Rvad speed was at 4,500 revolution per minute (rpm) turned down to 4,000 rpm. Rvad power was at 2.8 watts, post coughing in chair power 2.0 -1.8 watts. The patient was at the time being re-intubated and plan was to have a transoesophageal echocardiogram (toe) followed by diagnostic assessments. They remained hemodynamically stable. Log files from rvad captured low flow events starting (B)(6) 2025 at 14:39 with a sudden drop in estimated flow to zero. It was noted a slight drop in pump power by maybe a half watt. 2.8 watts baseline and 2.2 to 2.1 during the initial start of the low flow events. It was also noted that the speed was dropped to 4000 rpm causing low pump current events and low speed advisory events due to the fixed speed set lower than the low-speed limit. There were no low flow events noted in the left ventricular assist device (lvad) log. The local team heard noise on auscultation, so the patient was taken to theatre promptly and the pump was exchanged due to pump thrombosis. It was further reported that the lvad did not cause or contribute to the thrombus in the rvad. Right heart failure existed pre-lvad, which was not caused or contributed by any related device issue. The patient remained stable post rvad pump exchange, with ongoing monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a2: age corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files for (B)(6) found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and peripheral thromboembolic event. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.